Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube and corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.